Event description:
In 2009, a doctor reported that a porcelain crown seated using nx3 cement had fallen off twice from the same patient.

Manufacturer narrative:
The doctor reported that a porcelain crown seated on tooth #9 with one shade of a nx3 cement kit fell off and was recemented using a different shade of the nx3 kit. The same crown then fell off again the following month, and was recemented using a different product without incident. The patient is doing fine. The actual devices involved in this incident were returned to MFR for evaluation. Therefore, the returned product and retain samples of the clear and yellow shades alleged to have been involved in this incident were tested for adhesive strength. The results indicated that the product was within specifications. This is the final report.